Manufacturer narrative:
Event problem and evaluation codes: updated no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump alarms "no disposable attached" with the cassette attached. The reported product fault did occur while in use with the patient. The product issue did not cause or contributed to patient or clinical injury.